Event description:
It was reported that there was "tearing of the isolating material at the spirale level." No adverse consequences to the pt. This was discovered at the end of the procedure.

Manufacturer narrative:
Limited information is available. The device is in transit to the manufacturer and not received as of (B)(4) 2010. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.